Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the technician, reporting that the v60 ventilator had alarmed (unspecified), and shut down due to a low battery. The device was in clinical use when the issue occurred; the patient was moved to a different v60 ventilator. No patient or user harm reported. A parts order was performed for a replacement power supply. During the request for more details regarding the order, the technician reported that the device had alarmed and shut down due to a low battery. The technician reported that the electrical outlet was good at the time of the event. It was also noted that the power cord was in good condition, and the inlet module showed a line voltage, but the 24 volt was not coming from the power supply outlet. The technician noted that there was no ac (alternating current) power, and the device ran on battery until depleted. A replacement power supply was shipped to the customer. The investigation is ongoing.